Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery percentage showing and remaining at 0% despite being plugged in. The representative replaced the uninterruptible power supply (ups) and the battery. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the returned ups was standalone tested and blown fet's were detected. Otherwise; the power button was functioning without issue and all outputs measured normal voltage. The imaging system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site to test the equipment. Testing revealed that upon return the battery was depleted and only measured 0939 vdc. A battery that is this depleted usually is the result of the ups malfunctioning, either blown fet's are an issue within the charging circuit. To upon return the battery was depleted and only measured 0939 vdc. A battery that is this depleted usually is the result of the ups malfunctioning, either blown fet's are an issue within the charging circuit. Blown fet's were detected for the accompanying ups. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site received a battery service error. They stated the site never leaves the system plugged in and the battery was at 0% even after charging overnight. There was no patient present when this issue was observed.